Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm and didn't seem to be working properly. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6500 pump was returned for analysis. The complaint was confirmed. The root cause could not be identified.